Manufacturer narrative:
On 23-may-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-jun-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserting the dilator into the vizigo sheath they met resistance at the tip of the sheath. The resistance was against the vasculature. There was no reported damage, soft tip, or alteration to the shaft surface. The dilator was unable to move within the sheath. The sheath was replaced and the procedure was continued and subsequently completed. Although no indication that the sheath's surface was "rough", the physician's discretion was to change the sheath to resolve the issue of the resistance to vasculature. No patient harms/symptoms/signs have been reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed, and the device passed within specifications. The dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No obstructions were detected. A device history record evaluation was performed for the finished device number 00002234 and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserting the dilator into the vizigo sheath they met resistance at the tip of the sheath. The resistance was against the vasculature. There was no reported damage, soft tip, or alteration to the shaft surface. The dilator was unable to move within the sheath. The sheath was replaced and the procedure was continued and subsequently completed. Although no indication that the sheath's surface was "rough", the physician's discretion was to change the sheath to resolve the issue of the resistance to vasculature. No patient harms/symptoms/signs have been reported. Sheath shaft rough is MDR-reportable.